Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to hear alarm unless insulin pump is help up to her ear. It was reported that suspend was set, insulin pump did not alarm. Customer reported that customer's blood glucose was 28 mg/dl. It was reported that customer was taken to the emergency room via ambulance with blood glucose of 65 mg/dl. Customer did not recall date of emergency room visit. Customer was wearing insulin pump at the time of emergency room visit.